Event description:
Resident was being transferred via lift from both tub to recliner chair. Sheet tore at the base beneath resident's legs upper thigh. Resident slid unto the recliner chair and down onto the floor on her back with head and shoulders resting on foot of recliner. Hoyered without new shet back into recliner then back into bed. Resident complained of hip and back pain, relieved by tylenol 650 mg. 12/31/96-5cm x 8cm bruise on bottom of left foot. 3cm x 5cm bruise on right lateral ankle.